Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The unit had a broken led on the pcb. There was also wear and tear on the damaged line cord. The customer reported product problem was confirmed during testing. The reported product problem was attributed to a faulty/damaged pcb. The pcb was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the unit failed to power on. The unit had a broken led. No patient injury or complications were reported in relation to this event.